Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The reporter stated that this has happened twice within the last 30 days. No adverse event was reported. The serial number of the infusion device was not provided. The infusion device was requested to be returned for product evaluation.